Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 and abortion. Previously administered products included for an unreported indication: iud. Past adverse reactions to the above products included device expulsion with iud. Concurrent conditions included asthma, hypertension, insomnia, seizures, fibroids, abdominal pain lower, dysfunctional uterine bleeding, fibroids, fibrocystic breast disease and anemia. Concomitant products included atenolol, fexofenadine hydrochloride (allegra), nortriptyline hydrochloride (pamelor), salbutamol (albuterol hfa) and topiramate (topamax). On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and back pain ("back pain"). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved and the vulvovaginal pain, abdominal pain lower, vaginal haemorrhage and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted as essure insertion date: (B)(6) 2012. Received treatment for menorrhagia, pelvic pain and abdominal pain. A number of coils were visualized inside the uterine cavity and counted to be 2. The same procedure was performed on the left side where the left fallopian tube was occluded, number of coil on the left side was 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain. Most recent follow-up information incorporated above includes: on 20-nov-2019: plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding (vaginal) and back pain. Medical history and concurrent condition were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved and the vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted as essure insertion date: (B)(6) 2012. Received treatment for menorrhagia, pelvic pain and abdominal pain. Most recent follow-up information incorporated above includes: on 21-oct-2019: pfs received. New event added: menorrhagia. Outcome of previously added events pelvic pain and abdominal pain were updated to recovered/resolved. Reporter's information was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('located within the possible tube there is a piece of coiled silver') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 and abortion. Previously administered products included for an unreported indication: iud. Past adverse reactions to the above products included device expulsion with iud. Concurrent conditions included asthma, hypertension, insomnia, seizures, fibroids, abdominal pain lower, dysfunctional uterine bleeding, fibroids, fibrocystic breast disease and anemia. Concomitant products included atenolol, fexofenadine hydrochloride (allegra), nortriptyline hydrochloride (pamelor), salbutamol (albuterol hfa) and topiramate (topamax). On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and heavy menstrual bleeding ("menorrhagia/ abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital haemorrhage ("heavy abnormal bleeding"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and back pain ("back pain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain and heavy menstrual bleeding had resolved and the device breakage, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device breakage, genital haemorrhage, heavy menstrual bleeding, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted as essure insertion date: (B)(6) 2012. Received treatment for menorrhagia, pelvic pain and abdominal pain. A number of coils were visualized inside the uterine cavity and counted to be 2. The same procedure was performed on the left side where the left fallopian tube was occluded, number of coil on the left side was 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: located within the possible tube there is a piece of coiled silver quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-feb-2022: mr received. Reporter information, event: located within the possible tube there is a piece of coiled silver added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('located within the possible tube there is a piece of coiled silver') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 and abortion. Previously administered products included for an unreported indication: iud. Past adverse reactions to the above products included device expulsion with iud. Concurrent conditions included asthma, hypertension, insomnia, seizures, fibroids, abdominal pain lower, dysfunctional uterine bleeding, fibroids, fibrocystic breast disease and anemia. Concomitant products included atenolol, fexofenadine hydrochloride (allegra), nortriptyline hydrochloride (pamelor), salbutamol (albuterol hfa) and topiramate (topamax). On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and heavy menstrual bleeding ("menorrhagia/ abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital haemorrhage ("heavy abnormal bleeding"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and back pain ("back pain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain and heavy menstrual bleeding had resolved and the device breakage, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device breakage, genital haemorrhage, heavy menstrual bleeding, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted as essure insertion date: (B)(6) 2012. Received treatment for menorrhagia, pelvic pain and abdominal pain. A number of coils were visualized inside the uterine cavity and counted to be 2. The same procedure was performed on the left side where the left fallopian tube was occluded, number of coil on the left side was 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: located within the possible tube there is a piece of coiled silver. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-mar-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.